Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a dialysis fistula lesion in the cephalic vein with no calcification and no tortuosity. A 6 x 40 mm armada 35 percutaneous transluminal angioplasty (pta) balloon catheter was advanced with no resistance; however, the balloon ruptured on the first inflation to 15 atmospheres. A new 6 x 40 mm armada 35 pta balloon catheter was used successfully to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.